Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose (bg) history is as follows: (B)(6). At 11:00 am the paramedic was called as she was not feeling well and had chest pain. Upon their arrival she was taken to the hospital with bg reading of 26 mmol/l (468 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. The pod's cannula was bent in a v shape. She was kept overnight at the hospital with diabetic ketoacidosis. They did a lot of blood test, placed her on an intravenous therapy of insulin and potassium.